Manufacturer narrative:
The insulin pump was unable to vibrate due to broken vibrator black wire and the device was received with a corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for audio anomaly. Blood glucose at the time of incident was unknown. Customer reported that insulin pump is not vibrating during self-test. Customer is not calling back after being directed to perform a pump rest. Pump is neither beeping nor vibrating currently. The insulin pump will be returned for analysis.